Manufacturer narrative:
Pending repair details from the biomedical engineer. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.